Event description:
Detached / dissembled parts flo it was reported that the connection between three way stopcock of dpt and tubing was detached.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Kit was not used. Tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.